Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient underwent left ventricular (lv) threshold testing, but the health care professional (hcp) was unable to terminate the threshold test. The device recorded greater than two seconds of asystole, and a later report noted greater than ten seconds of asystole. The patient had symptoms of near fainting. The programmer exhibited an error message. After this, lv threshold testing was stopped, and the check was completed. One report noted that stat pace was pressed, but another report noted it was not pressed. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed they were unable to determine the root cause of why the message was displayed, but it was indicative of poor telemetry or telemetry noise. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient underwent left ventricular (lv) threshold testing, but the health care professional (hcp) was unable to terminate the threshold test. The device recorded greater than two seconds of asystole, and a later report noted greater than ten seconds of asystole. The patient had symptoms of near fainting. The programmer exhibited an error message. After this, lv threshold testing was stopped, and the check was completed. One report noted that stat pace was pressed, but another report noted it was not pressed. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed they were unable to determine the root cause of why the message was displayed, but it was indicative of poor telemetry or telemetry noise. No additional adverse patient effects were reported. Additional information was received which reported that the patient experienced syncope with the previously reported issues. It was also noted that there was not greater than ten seconds of asystole, and that stat pace was pressed, which was successful. No additional adverse patient effects were reported.